Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported the patient¿s cgm was reading low mgdl all day with no documentation of any bg meter comparison values. The patient had increased thirst prior to passing out while driving her car. Emergency medical services (ems) tended to the patient (it is unclear who called ems) and transported her to the emergency room (ER). Ems tested the patient¿s bg meter reading which was 400 mgdl. The patient suffered some broken ribs and a broken ankle from the accident caused when she passed out driving. The patient was treated with an insulin shot and painkillers and was discharged home later the same day. The patient was ¿feeling better¿ at the time of report. Data was evaluated and the allegation was undetermined. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.